Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx stent was used in the duodenum during an endoscopic retrograde cholangiopancreatography with stent placement procedure. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the stent was unable to deploy and the outer sheath was detached at the guidewire access port. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary stent and delivery system was returned for analysis. Visual evaluation found that the stent was not deployed, the outer sheath kinked and the inner shaft kinked and was found exiting the guidewire access port. Functional evaluation found that the stent was able to be manually deployed. No other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on january 19, 2017 that a wallflex biliary rx stent was used in the duodenum during an endoscopic retrograde cholangiopancreatography with stent placement procedure. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the stent was unable to deploy and the outer sheath was detached at the guidewire access port. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.